Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/3/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one detached needle and a suture that pertains to the product code 1996. Upon visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was noted. The suture was examined and the insertion mark was not observed. The force used to detach the needle from the suture could not be determined. As per the condition of the returned sample, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however clarification is requested whether the product belongs to this complaint. The following additional information was requested: cg labs received product code 1696; lot spmdra. 1. Could you please clarify if the additional device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure for product code 1696; lot spmdra? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6,d4 additional information was requested and the following was obtained: customer provided the incorrect impact product information (lot# tamdtm 2 ea) when reported this complaint. Sales confirmed with distributor that the impact products are lot# spmdra 1ea and lot# tamdtm 1 ea. The returned lot# spmdra belongs this complaint. Please kindly update the impact product, thank you. Corrected data: d4 lot updated to spmdra this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the surgery, the needle separated from the suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/11/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Additional information was requested the following was obtained: 1.any patient consequences? No. The following information was received: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-09658.